Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient began treatment with vancomycin and ceftriaxone (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. The patient was discharged from the hospital three days later and recovering at the time of this report. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894725 and gd894881 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).